Event description:
It was reported that during a free-hand amniocentesis procedure using a voluson e8 ultrasound system, the needle was not visible in the ultrasound image. Two attempts were made without seeing the needle. On the third attempt - still without seeing the needle, the needle tip superficially penetrated the fetal scalp where blood came up but with no evidence of cerebral fluid exit. On this attempt, the needle was finally localized only by tilting the probe at an angle significantly off-axis. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital.